Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture. A new lead was implanted at the same surgical intervention. The right ventricular (rv) lead also presented the same issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. The reported fracture allegation was not confirmed based on normal lead resistance measurements and x-ray inspection that showed no conductor fractures. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture. A new lead was implanted at the same surgical intervention. The right ventricular (rv) lead also presented the same issue. No additional adverse patient effects were reported.